Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that during vitrectomy, vitreous puncture injection, pre-membrane peeling for complex retinal detachment repair, retinal laser photocoagulation, complex retinal detachment repair, complex retinal detachment internal pressure repair surgery for left eye, the patient experienced mild high intraocular pressure (iop), secondary glaucoma and underwent an additional medical treatment. The event high iop was resolved. The current condition of secondary glaucoma was unknown.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. This product was not returned for testing. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. There were no relevant contributing factors identified. A review for complaints reported against this lot number was performed. All relevant complaints found were reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).